Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was explanted due to infection. It was also reported that this lead had loss of capture. The patient had respiratory failure and cardiac arrest and is currently on a ventilator.